Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: service and repair evaluation: the customer reported that the hand piece for battery powered driver were checked during pm prior to surgery. Each driver is not working properly when pushing the buttons. The repair technician reported that the contact plate was cracked, wires, membrane vent and switch buttons were discolored, switch buttons damaged, cosmetics test failed, fast forward and reverse did not run, rust on motor and debris on barriers were found. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008. Synthes lot # 5801222. Supplier lot # 002209. Release to warehouse date: 05 jun 2008. Manufacturing site: triangle manufacturing . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered drivers were checked prior to surgery on an unknown date. Each driver was not working properly when pushing the buttons. The issue was observed prior to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. Upon inspection of the returned product, foreign substance was found on the item.